Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01389, 3005168196-2016-01390. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and pod6 coils. During the procedure, while attempting to advance the second (pod6 coil), sixth (ruby coil) and eighth (ruby coil) coils into another manufacturer's microcatheter, the physician experienced resistance and was unable to advance these coils completely into the microcatheter. Therefore, all three coils were removed and the procedure was completed. A total of five ruby coils were deployed and detached into the patient using the same microcatheter prior to the eighth ruby coil. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.